Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged due to the patient moving their shoulder. It was also reported that the right ventricular (rv) lead dislodged due to the patient moving their shoulder and that the lead exhibited inconsistent capture at high outputs. The leads were repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.